Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: attachment device, (B)(6) 2020. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that there was liquid in the device and the tension ring was out of position. It was further determined that the device could not engage the attachment device, and the device had a component damage, liquid leak, and a foreign substance/debris/cleaning/sterilization. It was further determined that the device failed pretest for attachment assessment. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to user, which is user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly. (B)(4).

Event description:
It was reported that during pre-surgery, it was discovered that the attachment device would not attach to the motor device. During service and evaluation, it was observed that there was liquid inside the motor device. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.